Event description:
It was reported that during the implant procedure, after several attempts to reposition the lead pacing thresholds and sensing thresholds remained unsatisfactory. The physician elected to implant a new lead which was successful. The patient deceased in the recovery room following surgery. The suspected cause of death was cardiac tam- ponade.

Manufacturer narrative:
Na